Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of up to 400 mg/dl over the last 30 days. Her normal blood glucose level is 120 mg/dl. She stated she noticed her blood glucose becomes elevated with the last half of her insulin cartridge. She stated she has changed the infusion set and increased insulin intake but has been unable to resolve the issue. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.